Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, cleaning, adjusting, and parts replacement were performed. There have been no further reports of discrepant results since the fse was on-site. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect c8000 analyzer.

Event description:
The customer reported a falsely elevated creatinine result generated on the architect c8000 analyzer on a patient. Results provided: 8.65 / 0.67 / 0.67 mg/dl. No impact to patient management was reported.